Manufacturer narrative:
(B)(4). Batch #: u94w9x. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an laparoscopic hysterectomy, when the device was being turned on, the blade was locked in the jaw. It did not allow the jaws to open or close. There were no patient consequences.